Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during use an epidural was found to be disconnected. Disconnection between epidural catheter and connector was witnessed by the anesthetic team during repositioning for fetal bradycardia, therefore the time it was detached was minimal. Appropriate cleaning and reconnection of new filter or connector to catheter was applied. The event resulted in a minor injury. There was patient involvement and no adverse harm reported.